Manufacturer narrative:
The device was contained at the user facility and will not be returned for eval. A f/u report will be filed if the device is returned and an investigation is completed.

Event description:
It was reported that the product overheated. No further info was available, and attempts to obtain further info were not successful.